Event description:
"Problems" were associated with a difficult insertion of the catheter into a patient described as "in generally very bad condition". The clinical procedure was performed uneventfully. The pt died "later on" (time between insertion of the device until death is not known). At autopsy a piece of a rubber gasket was found in the right pulmonary artery.